Event description:
The customer reported that while transporting a patient in cardiac arrest to a hospital, the device shut down twice while in use as a monitor while emts performed CPR. The involved patient died. The patient was in asystole while the being transported to the hospital. Asystole is a non-shockable rhythm. No electrical therapy was attempted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device shut down two times during cardiac arrest. The customer found that the patient was unresponsive. They put pads on the patient and had no shockable rhythm. They started the 30 timer and started CPR. During the time when they were giving CPR, the screen went black for about 10 seconds and, when it came back on, there was a power error or power interruption that displayed on the screen. The device timer didn¿t change and continued to function as normal. After the thirty minutes were up, the patient was pronounced deceased.